Event description:
Customer reported the injector performed an uncommanded movement of the injector rams. Pm attempted to contact customer multiple times with regards to the reported uncommanded movement of the rams, including written request, with no response. Mallinckrodt service dispatch original questions were answered by the customer as no injury reported.

Manufacturer narrative:
Field service engineer (fse) confirmed complaint. Fse troubleshot and replaced the motor driver pcb. Fse verified proper operation per optistar le service checklist and returned the unit to full service.